Event description:
The customer originally called in to report a priming anomaly. Troubleshooting conducted indicate the device was working properly. Later that day, the family member called in and said the customer was connected while giving a manual prime and was hospitalized. Family member said that during the prime there were no numbers registering on the screen. Technician began troubleshooting with the family member but family member did not have another reservoir for testing. Family member does not feel comfortable with pt using the pump. Replacement sent.